Manufacturer narrative:
The pump powered up properly. No blank display was noted. All operating currents were within specification. The pump passed the self test and displacement test. The pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Company representative reported via phone call that the insulin pump had a blank display. Customer's blood glucose was 360 mg/dl. Customer had dropped the device. After troubleshooting, the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.